Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye, due to refractive surprise. It was noted that unexpected post-operative refraction was larger than expected. No incision enlargement and no vitrectomy were performed. A replacement lens was placed. Replacement lens was of the same model but different diopter (za9003 18.5 diopter), serial number (B)(4). No patient complications were reported. Patient was reported to have recovered with a satisfactory outcome that does not interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.